Event description:
Per the clinic, the patient underwent a multiple surgical procedures to remove skin overgrowth from the abutment (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(6): implanted device remains.